Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be confirmed as the event was unable to be reproduced by olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the insufflator had an alarm when starting up during post-operative maintenance. The device was utilized to complete the therapeutic laparascopy procedure prior to the reported alarm. There was no report of the reported event occurring during the procedure, therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.